Event description:
During MFR review of a pt's vns programming history, it was noted the pt was interrogated at intended settings, and diagnostics were performed following the interrogation. The diagnostics did not appear to fault, however no final interrogation was performed, and at the pt's next appointment on (B)(6) 2007, the pt was initially interrogated at faulted settings with the output current being 0.0 ma and the magnet output current changing to 30 sec. The settings, except for the magnet mode on time, were corrected the following day on (B)(6) 2007. The magnet on time was changed back to 60 sec on (B)(6) 2010.